Event description:
It was reported a right hip revision surgery was performed due to periprosthetic infection. It is unknown the occurrence date of the event. No further information is available at the moment. The patient outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part/lot numbers were provided; hence documentation review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Operative reports for the left hip indicate that the right hip postoperative course was complicated by periprosthetic infection, requiring removal of the implant, placement of an antibiotic spacer and revision right tha. Since the right revision, his hip has been fairly pain-free and he is happy with that surgery. Without supporting lab reports and/or the analysis of the explanted components, the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.